Event description:
Information received by medtronic indicated that the customer reported a crack on the reservoir compartment and the retainer ring. No harm requiring medical intervention was reported. The troubleshooting was performed, and it was found that the damage had occurred during normal use with the silicon case on and the reservoir able to lock in place when inserted into the pump. The customer will discontinue using the device; however, the pump will be returned for analysis.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
The device was returned for the analysis.

Manufacturer narrative:
Retainer ring = black. Case type = ngp. On 11/28/2022 the customer reported a crack on the reservoir compartment and retainer ring. Inserted a test p-cap into the retainer ring, and it locked in place properly. Pump passed the displacement test. The following were noted during visual inspection: broken battery tube threads, cracked case on the battery tube side, cracked middle (enter) keypad button. The crack is on the battery compartment not the reservoir compartment. The retainer ring is present. It is/was always black in color not clear. It is solidly attached to the reservoir tube lip. Did not note any cracks in or around the reservoir tube lip, or in the retainer ring. In summary, the customer¿s report of a crack on the reservoir compartment and retainer ring was not confirmed during visual inspection. This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Initial report was submitted with missing information. The corrected information has been updated and provided with this report in section b5.